Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, customer continued to use the existing supplies for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.